Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2015.according to the complainant, during the procedure, the needle detached outside the patient as the physician was testing the capio device with the suture. The procedure was completed with another capio slim and suture. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.